Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, a loss of capture was noted on the right ventricular (rv) lead. Dislodgement of the rv lead was suspected, therefore, the rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: d10, h3, h6. As received, a complete lead was returned in one piece with the helix bent, extended helix and clogged with dried blood/tissue. X-ray examination found the helix was bent and overtorque of the inner coil consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure. The reported events of loss of capture due to dislodgement were not confirmed.